Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty front panel could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated. There were no additional malfunctions other than what was documented in b5. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the insufflator exhibited lighting failure due to a faulty front panel. There were no reports of patient involvement.